Manufacturer narrative:
The insulin pump was received with no motor error alarm noted, no super loud sound or abnormal sound when the pump rewinding. The insulin pump passed displacement, rewind, basic occlusion, prime/a33, excessive no delivery, occlusion tests and the motor was tested outside of the device and passed. The insulin pump cracked battery tube thread, cracked reservoir tube lip and cracked belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm on the insulin pump. Customer's blood glucose was 123 mg/dl at the time of the incident. Customer was calibrating with the sensor at the time of the alarm. Customer was assisted with clearing the alarm. Customer uses the sensor feature on the pump. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that they are able to complete the rewind sequence. Customer stated that the pump has a very noisy rewind and an abnormal, high sound. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.